Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, but no further info was provided. The device referenced in this report was not returned to olympus for eval. The model and lot number of the bipolar cable referenced in this report was not provided. However, olympus was able to match the serial number provided in the medwatch form to a cable shipped with an olympus (B)(4) electrosurgical unit shipped to this facility on (B)(6) 2010. The exact cause of the users experience could not be conclusive determined. If additional and significant info becomes available later, this report will be updated. This report is being submitted as an MDR in an abundance of caution. (B)(4).

Event description:
A medwatch was received stating: "event desc: an olympus bipolar cord that is used for prostate resections did not function when engaged for use. Troubleshooting did not resolve the issue and the case was switched from bipolar to monopolar which required different product and equipment be opened for use."